Event description:
It was reported that upon placing patient on bed, extracorporeal membrane oxygenation (ECMO) alarmed motor disconnect error. Flows went down then became negative. The console was replaced using the backup system.

Manufacturer narrative:
Section d4: expiration date will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was returned for evaluation due to the reported event of motor disconnected alarms. The console was functionally tested and performed as intended. The console was returned to the customer for further use. The root cause of the reported event was determined to not be correlated to an issue with the console and has been addressed under the centrimag motor investigation. The device history records were reviewed for the centrimag console, serial number (B)(6), and showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9, entitled ¿maintenance¿, states the recommended practice if there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.